Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (243 mg/dl). Reportedly, the customer has recently started using the pump for insulin therapy, and the customer's health care professional recommended a new personal profile setting needed to be added. Customer delivered a bolus to address elevated bg levels. Tandem technical support guided the customer through adding a new personal profile setting.